Manufacturer narrative:
The lens remains implanted. (B)(4). Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the plunger and pushrod were observed in advanced position in the preloaded insertion system. There was no assembly error and/or defect were observed in the preloaded insertion system related to the manufacturing process. The lens was not returned, however residues of viscoelastic solution were observed on cartridge which indicate that the unit was handled and prepared for surgical use. Dent/distortion was observed at the cartridge tip. The complaint issue reported was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requests for this production order (po) number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a pcb00 19.0 diopter intraocular lens (iol), the tip end of the preloaded set up was deformed (snag) and it scratched the patient's left eye. The physician had to perform a vitrectomy. The lens was implanted, however the physician stated that the incident may cause future issues with eye, promoting patient to return for treatment. Through follow-up it was learned that there has been no known issues or complications for the patient. No further information was provided.